Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) battery depletion-normal.

Event description:
It was reported that when the patient came for a follow up visit after missing previous appointments, the pacemaker had already reached elective replacement indicator (eri) in (B) (6) 2010, and an alert triggered in (B) (6) 2010, for charge circuit timeout. The patient indicated they did not hear the alerts. The device shows message charge circuit inactive. The device was removed and replaced promptly. There have been no patient complications reported as a result of this event.